Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they went several times in the afternoon and evening and they couldn't get her to go until 2am this morning. The patient had a long period of time yesterday where they could not go to the bathroom. Caller stated patient may have been under hydrated because they went to the dentist and that person does not always get patient to drink as much as they should. Caller mentioned that the night before patient wet herself good even though they had a pad in the bed and they has spent 45 minutes during the night cleaning her up. Patient reported a baseline symptoms returned / lost therapy benefit and also reported urinary incontinence and urinary frequency agent asked caller if the improvement has been better or worse since patient got the implant and caller stated it was good right after the implant. The issue was not resolved through troublesh ooting. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.